Event description:
Medtronic received information regarding an imaging system regarding unknown procedure. It was reported that the 2 dimension images were dark. They were able to adjust the brightness/contrast. Patient was present. Unknown when the issue occurred. There was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, adjusted monitor settings and performed 2dimension and 3d imension image quality checks. Performed system checkout. Codes:b01,c19,d15. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000836: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.